Event description:
Per information provided: (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent repair with the implant of sepramesh ip (device #1). (No operative notes were provided). (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventralex mesh (device #2). Per operative notes, ¿the anterior wall was cleared of adhesions. The hernia sac was excised. Then a ventralex mesh (device #2) was placed flat and up against the abdominal wall using sutures and staples.¿ (note: there was no visualization/mention of sepramesh ip (device #1)). (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia and adhesions thereby underwent repair with removal of sepramesh ip (device #1) and ventralex mesh (device #2) and implant of bard flat mesh (device #3). (No operative notes were provided). (B)(6) 2018 - patient was diagnosed with symptomatic ventral hernia with incarceration and bowel obstruction thereby underwent open repair with implant of polypropylene mesh. Per operative notes, ¿hernia defect identified at the umbilicus and loop of bowel remaining incarcerated. Bowel loop was dissected free from peritoneum. Serosal tears were closed. A polypropylene patch was fashioned to size and placed over the defect and secured with sutures.¿ (there was no visualization/mention of bard flat mesh (device #3)). Attorney alleged that the patient had adhesions, bowel/intestinal obstruction, hernia recurrence, mesh migration, mesh shrinkage, pain & suffering.

Manufacturer narrative:
Based on the additional information received, no conclusions can be made. Per medical records review, about 3 years 4 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. This emdr represents mesh ¿ ventralex (device #2). An additional supplemental emdr was submitted to represent sepramesh ip (device #1) and an additional emdr was submitted to represent bard flat mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.